Manufacturer narrative:
No product is returned for evaluation and lot number is also not provided. The event could not be confirmed because no information feedback to manufacturer for analysis. There is no further data to discuss the event.

Event description:
As reported by the user facility, during a robotic left lower lobectomy on (B)(6) 2017, "used sb1079 nylon bag and the bag broke at the seam/base. Used a different vendor's endobag to retrieve sb1079 bag and specimen from the patient." There was no patient injury and follow up with the facility revealed that the patient is doing well.